Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product event summary: return date: 09-dec-2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-dec-2020/ serial#: (B)(4) UDI #: (B)(4), mfg date: 08-jul-2019.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the resistance of the tether while its retrieval caused the dislodgement of the leadless ipg from the implantation site. The device was snared, explanted and replaced. No patient complications have been reported as a result of this event.